Event description:
A report was received from the USA stating that a cut in the insulation of the power cord on the foot control device was found during set-up. There were no injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was received for evaluation. The reported condition that the electronic foot control having a cut in the insulation cable was confirmed. The device was tested and the reported condition was duplicated. Evidence is indicative of improper handling. (B)(4).